Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted successfully. Due to anatomical challenges, moderate-severe paravalvular leak (pvl) was reported. Subsequently, a second valve was implanted and reduced the pvl. No adverse patient effects were reported.